Event description:
Reporter bought this product because of lower back pain. It did not relieve the pain, and when she removed it at the end of the day, the area was severely burned (patches of skin came off with it). Patch was used on lower right back for 7 hours. She did not sleep on patch and she followed directions for use. She visited her doctor after product use. She stated that the burns are healed now.